Manufacturer narrative:
The fse replaced some parts of the instrument related to the rinsing function and performed adjustments related to the cuvette rinsing function. The specific cause of the event could not be determined, however, the issue was resolved after the service visit.

Manufacturer narrative:
Qc was acceptable. On 09-aug-2021 the field application specialist (fas) programmed a special wash on the instrument. The field service engineer (fse) replaced and bleached the lines for the module. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for hba1c iii tina-quant hemoglobin a1c iii (hba1c iii) on a cobas 8000 c 502 module. Patient 1 initial result was 9.9%. The repeat result was 5.4%. Patient 2 initial result was 6.8%. The repeat result was 4.9%. The initial results were reported outside of the laboratory where they were questioned as they did not match the patients¿ history. Upon repeating the samples the results were amended for both patients. The hba1c iii reagent lot number was 54387401 with an expiration date of 31-oct-2022.